Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the instrument (part number: 471309-15, lot number: k12210614-0039) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 11 minutes. The instrument had 8 uses remaining out of 15 maximum allotted uses. This complaint is being reported due to the following: the tip of the mega suture cut needle driver instrument fell into the patient while suturing. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the tip of the mega suture cut needle driver instrument fell into the patient while suturing. The broken piece was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical (is) followed up with the initial reporter (nurse) and obtained additional information: the instrument was inspected prior to use and no damages were noted. There was no issues with the instrument¿s functionality prior to breakage and the instrument did not collided with any other instruments or other hard material during the surgical procedure. The broken piece was visually confirmed and retrieved by using a laparoscopic instrument. No post-operative tests were performed.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.